Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms that were determined to be the result of wire damage in the modular cable. Review of the submitted log files also confirmed the controller clock was corrupt, indicating a total loss of power to the system controller. However, a specific cause for the total loss of power to the system controller could not be determined. Additionally, the reported pump cable damage could not be confirmed through this evaluation. The controller event log file contained approximately 11 days of data. The log file contained driveline power fault alarms. Damage to the modular cable that would have caused these alarms was found (reference modular cable investigation). The log files appeared to capture the pump operating as intended. Review of the submitted x-rays did not reveal damage to the pump cable portion of the driveline. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 2 states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge which shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ and section 6 ¿patient care and management¿ warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 5 of this IFU "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 6 also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep. These steps include switching to the pm or mpu and states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is currently available. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 4 "living with the heartmate iii" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies and the recommended actions associated with these emergencies. This section also includes detailed instructions on connecting and disconnecting to power under ¿guideline for power cable connectors.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that significant driveline damage above modular cable connection on hm3 (heartmate 3) driveline was reported. The healthcare professional stated patient has progressive dementia and was hard on equipment and controller. Patient experiencing driveline power fault alarm. Clinical discussed options to replacing modular cable, if safe for patient based on patient condition, to see if alarm resolved, along with option of permanently silencing driveline power fault alarm if replacing modular cable did not resolve the alarm. Healthcare professional stated patient not a surgical candidate, and that it looked like a ¿dog chewed on patient¿s driveline¿ above modular cable connection, close to driveline exit site. The patient was very rough on equipment as patient has a progressive supranuclear palsy and the equipment gets jostled around a lot. X-ray of the driveline showed significant areas of breakdown in the modular cable. Clinical also recommended re-education for patient/family related to driveline care. Healthcare professional understands information and stated she felt comfortable performing modular cable replacement and would wait on log file analysis and x-ray results. Driveline power fault alarm observed. X-rays and the modular cable showed spots of possible damage. The patient¿s system controller was replaced along with the modular cable. The patient was being managed with a more palliative approach. No additional information provided. The referenced of the patient's modular cable and system controller was reported under MFR # 2916596-2021-04719 and MFR # 2916596-2021-04720